Manufacturer narrative:
(B)(4). Batch # n92r0m. Investigation summary the handpiece was received with the nose cone cracked. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components. The moisture indicator was positive. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. It is possible that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the procedure, the device was connected to the cable, and when starting the system, nothing happened, no detection of the device. It was impossible to change device because cable and scissors are blocked together. Had to use spare cable and scissors to complete the case. No patient consequence.